Event description:
It was reported that a right ventricular (rv) lead exhibited high thresholds and it was noted on x-ray that the rv lead was dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.